Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to device explant for eri, device interrogation showed the lead had high capture thresholds and low r wave sensing. The lead was capped and replaced on (B)(6) 2016. The patient condition remained stable before, during, and after the procedure and will continue to be monitored.